Event description:
The customer reported to philips healthcare that the display screen flickered on the heartstart mrx. There was no negative patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.